Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was stuck on a motor error alarm that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm was verified due to an overwritten history file. The excessive no delivery alarm could not be tested due to motor error alarms. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please reference (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. Customer reported that the insulin pump alarmed no delivery during manual prime. Customer stated she has gone through, at least, twenty infusion sets/reservoirs due to this issue. Product is being returned and replaced.